Event description:
"Intra-aortic balloon pump alarmed no patient status, system failure. R.n. Manually pumped iabp until changed out. Preliminary evaluation by clinical engineering indicates a possible intermittent problem with the solenoid driver board." No patient injury was reported.